Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt noticed a "bump" on her hip at the site of the neurostimulator this morning and it looked like "it was pushing out through my skin." She also experienced a loss of therapeutic effect and was not able to adjust her stimulation. Additional info was requested.